Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available but has not yet been returned to the manufacturer for evaluation. The alleged product issue could not be confirmed. Additional information is being sought. If and when the device or additonal information (images, media, etc.) Are provided, an investigation will be performed and a supplemental report will be submitted.

Event description:
It was reported that a scepter mini balloon catheter was used to deliver liquid embolic 35%, 30% and 25%. The liquid embolic was allowed to reflux over the tip of the catheter. The balloon catheter was deflated but would not retract. The balloon stretched and fractured upon retraction. The proximal portion of the catheter that was left in situ was tacked in place with a stent in the internal carotid artery. The patient was reported to be "fine and well."

Manufacturer narrative:
Six radiographic images are supplied in place of a physical device return. The images show that the balloon is inflated, phil is seen in the recipient pouch/transverse sinus and in the mma proximal to the inflated balloon. The amount of phil reflux is equivalent to about 5-6 times the length of the balloon. The reason for this complication is consistent with the long length of phil reflux around the mini scepter, causing problem with withdrawal and ultimately fracture.